Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that needles were clogged and foreign matter was discovered during injection with a bd precisionglide¿ needle. This occurred on 10 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that the customer found the needles to be clogged with a white-ish substance that he took photos of after pulling it out of the needle. This syringe was clogged during use of injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needles were clogged and foreign matter was discovered during injection with a bd precisionglide¿ needle. This occurred on 10 separate occasions during use, however, the date/time information is unknown. The following information was provided by the initial reporter: it was reported that the customer found the needles to be clogged with a white-ish substance that he took photos of after pulling it out of the needle. This syringe was clogged during use of injection.